Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal had a crack in it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and no signs of blood were observed blood was not observed in the delivery tube and on the delivery device. The slide lock was disengaged and the plunger was fully depressed on the delivery device. The tension spring assembly was partially extended out of the delivery tube. The seal was extended outside the delivery tube and remained intact. The tension string was not cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches . The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure mode but was confirmed for the analyzed failure mode "failure to deploy." Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal had a crack in it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.